Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 20mmol/ll. Troubleshooting was performed. It was stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with scratched display window. The insulin pump also failed to vibrate during the self test due to a broken black wire on the vibrator motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.